Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR: synergy(B)(4), mr, 3.0x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Proximal end of stent is damaged with stent struts lifted, bunched and pulled distally. There was also evident damage to some struts along the stent; struts appeared slightly misaligned. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The undamaged stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-jan-2018. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After a 2.5 x 12mm non-bsc balloon catheter was used for predilation, a 3.00 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.